Manufacturer narrative:
The insulin pump had missing segment due to bleeding lcd glass. The device had minor scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that the screen on the insulin pump had some liquid, some parts turned black and display does not work. Troubleshooting was done. Customer's blood glucose was 275 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.